Event description:
It was reported that approximately 75 months following surgery for cervical discectomy and implant of artificial cervical disc at c4-c5, a CT myelogram confirmed that the c4-c5 level where prior arthroplasty was completed was fused. No treatment was given.

Manufacturer narrative:
This device was used during the (B)(4) study. The approved device is product code mjo, PMA number p060018. (B)(4). The device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.